Manufacturer narrative:
Conclusion codes: 4315, cause not established. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed which included a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One unopened package labeled rpn nge017115-mb with label lot number 8472676 was received. A visual examination noted the returned device¿s basket formation wires appear to be crossed. A functional test was performed and noted the handle actuated the basket formation. After actuation, the wires no longer appear to be crossed. A review of the device history record found no non-conformances associated with the complaint device lot. A review of complaint history records revealed this to be the only complaint associated with lot number 8472676. The basket shape and function is verified multiple times during production and before packaging. It could not be determined what caused the wires to be crossed on the device within the sealed package. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted on 01aug2018.

Manufacturer narrative:
(B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the distributor found in their inventory that the ngage nitinol stone extractor basket formation is not correct inside of the unopened package. There was no damage to the sterile package. There was no patient involvement.